Manufacturer narrative:
At the time of the investigation, no trend was detected for expulsion/migration. There was no opened CAPA associated with complaint category expulsion/migration. The product was not returned for evaluation; therefore, could not be evaluated. A DHR review was performed and there were no nonconformances associated with this specific complaint type. The lot met release requirements. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. Tyber medical complaint number: (B)(4).

Event description:
01/10/2020 updated event description: on (B)(6) 2019 mis-tlif procedure was performed to treat spinal canal stenosis in l5-s1. An x-tab and the proti t-pal large (108812208) were implanted during the procedure. After decompression was performed, the surgeon moved on to intervertebral disc dissection. The implants seemed to have been located slightly off to the posterior direction, but it was confirmed that the implants were secured to the vertebral body. The surgeon implanted a rod(s) and completed final fixation of screws. The patient was x-rayed postoperatively, and it was confirmed that the implants had been secured in place. On (B)(6) 2020 it was confirmed that the proti t-pal large in question had backed out to the posterior direction. The surgeon commented the following: this adverse event might have put pressure on the nerve. The endplates were crashed which might have created a gap between the proti t-pal large. The patient is scheduled to undergo a revision procedure on (B)(6) 2020. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown rods (part# unknown, lot# unknown, quantity unknown). Unknown setscrews (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device.

Manufacturer narrative:
A product evaluation was conducted for this complaint. The evaluation did not identify any issue with the device. No CAPA and no trend were detected at the time of the evaluation. Complaints of this nature are monitored through tracking and trending. (B)(4) 4/30/2020.